Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary: the reporter stated the patient was the operator of the pen and had an unspecified eyesight issue. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient had an unspecified eyesight issue and was the operator of the pen. The user manual states the humapen ergo ii is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use it. Failure to follow the instructions may result in the wrong insulin dose being delivered.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned an asian male patient of an unknown age. Medical history was not provided. Concomitant medications were none. The patient received insulin lispro (rdna origin) (humalog), from a cartridge via a reusable pen (humapen ergo ii), three times a day (tid) (8 units in morning, 8 units in evening and 8 units at night), via an unknown route at belly button sides, for the treatment of diabetes mellitus, beginning on an unknown date in 2016. On an unknown date, while on insulin lispro treatment, he had an eye sight issue. Approximately since an unknown date in (B)(6) 2018, while on insulin lispro treatment, he was suffering from hyperglycemia due to which he was hospitalized. His fasting blood glucose level was 91 mg/dl and random level was 210 mg/dl (reference range was not provided). It was noted that the patient continued to use the device with the unspecified eyesight issue. Further information regarding hospitalization and corrective treatment was not provided. He had not recovered from the events. Treatment with insulin lispro was continued. Patient was the operator of humapen ergo ii and was a trained operator. The humapen ergo ii model duration of use started in 2016 but the suspect humapen ergo ii duration of use was unknown. The humapen ergo ii was not returned to the manufacturer. The reporting consumer did not know whether the events were related with insulin lispro treatment and did not provide relatedness assessment between the events and humapen ergo ii. Update 07jun2018: updated medwatch fields for expedited device reporting. No new information added. Update 08jun2018: entered a device specific safety summary (dsss) for the humapen ergo ii. Updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Corresponding fields and narrative updated accordingly.